Manufacturer narrative:
Eval results: visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of clear surgical residue and reddish residue. Conclusions: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens and the lens tore. The lens was removed with no reported pt injury.